Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the downstream occlusion test, reported as dso fault. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated during testing. It was found that the downstream occlusion(dso) sensor pressure was too low. The dso sensor was calibrated.